Event description:
As reported by hosp, when utilizing a syringe in a convenience kit, the syringe attached to the manifold at a slight angle, and admitted air into the system. There was no pt injury.